Event description:
It was reported to boston scientific corporation that an obtryx halo device was used during a sling placement procedure on (B)(6) 2013. According to the complainant, during the procedure, upon tensioning the sling after placement, it was discovered that the vagina had been perforated and a small portion of the mesh was visible at the patient's right side. The sling was pulled out and was repositioned with success, and the perforation site was stitched close. The patient is reported to be fine after the procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.